Event description:
This was a left-sided, cardiac lead removal procedure conducted in the operating room with both arterial line placed and active fluoroscopy throughout the procedure. The pacemaker was removed and revision of pocket completed. The md started with the lv lead and it removed with stylet only. Next, the rv lead was removed with lld-ez and traction only. The bi-v ICD lead was prepped and locked down with lld-ez without incident. The md then began lasing with the 16f sls, extracting the lead and advancing to the distal coil without incident. The lead popped free from the myocardium abruptly from the tension on the lead. Pt was monitored for several mins to ensure there were no problems caused by this. Case was completed and pt was doing fine in recovery while the md finished dictating. It was at this time, a significant drop in arterial blood pressure was noted by anesthesia, and a tee confirmed a pericardial effusion. The md performed a pericardiocentesis, but was unable to extract any fluid. The CT surgeon was called and a sub-xiphoid window was performed to find no perforation but a lot of clotted blood in the pericardial sac. Clots were removed and a drain was placed. Pt was transferred to the ICU without further incident. Dr (B)(6) felt the pericardial abnormality had nothing to do with the laser or spnc devices utilized during the case. There were no devices retained for return engineering analysis.